Event description:
Pt was admitted to the cardiovascular-thoracic unit due to congestive heart failure. Pt has a transtracheal catheter hooked to oxygen but was disconnected due to the pt needing CPAP during the day due to pneumonia. The transtracheal tube from the oxygen tree was unhooked and a nasal cannula was connected, and the pt sat up at the bedside for lunch. At that point the transtracheal tube was still intact. After lunch the rn discovered blood dripping on the floor and coming from the oxygen tubing that should have been connected to the transtracheal catheter which was found to be disconnected and plugged into a port on the IV tubing, and due to gravity, was pulling blood from the peripherally inserted central catheter line. No staff members had entered the room prior to the discovery and co can only conclude that the pt at some point after eating unhooked the clear oxygen tubing and inserted it into the extension set of the IV tubing. Pt blood loss was estimated at between 10 and 20 cc's and pt was transferred to the critical care unit for observation. The danger is what if the pt had done this while the oxygen tubing was connected to the oxygen tree instead of the nasal cannula. An air embolus would certainly have occurred. Tubing: abbott laboratories lifeshield latex-free twin-site extension set with clave ports and transtracheal systems - scoop transtracheal oxygen hose with security clip. Rptr found it very simple to insert the male luer of the transtracheal tube into the clave port of the IV extension set.